Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).

Event description:
N/a.

Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted if additional information is provided.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a fiber optic module failure. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device (10): a getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse found only one incident of a fiber optic fault code "57" in the logs. The fse performed a preventive maintenance (pm), and had to removed the front end board to tighten the ECG/pressure connectors, but when reinstalling, one of the connection pins bent and broke (reported under mfg report number 2249723-2021-02482 / tw#(B)(4)). The fse replaced the defective part and completed the pm with all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.